Manufacturer narrative:
On 11/21/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the sample, it was found that there was a tear, measuring approximately 0.3 cm located in the posterior view. Leak testing was performed and it revealed there was leakage from the valve. Also, microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. By the other hand, the rupture found can have possible causes include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with an unspecified 325cc mentor saline implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants ( catalog #: 3504004bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.